Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date- 2008, inratio- 2.3, lab- 4.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date- 2008, inratio- 2.3, lab- 4.5, mean- 3.4, confident limits 2.0- 5.0. As per internal procedure tr #0150 rev.2, the inratio and lab values are within the confident limits. The product will not be investigated. The user used the blood from the syringe instead of blood from the finger.